Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity 9475e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's blood oxygen saturation dropped to 93%, and the ventilator continued to alarm at low minute ventilation; the nurse checked the connection of the pipeline that there was no air leakage and found that the patient could speak on the patient's own. The endotracheal tube's cuff was inflated but the cuff pressure was still insufficient. The ventilator still alarmed at low minute ventilation, and the blood oxygen continued to drop. The doctor removed the tracheal tube and checked that the cuff rupture and air leakage caused it. After reinserting a new tracheal tube and using a ventilator to assist breathing, the patient's blood oxygen saturation rose to a normal 99%.